Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the 'defective' implanted lead. Attorney later alleged that the patient experienced complications. Review of manufacturer's database revealed the patient had died.